Event description:
Pt reported a lap-band system that is "leaking." Pt added that "the doctor thinks the leak is in the prot." Event was first noticed when the pt felt no restriction after multiple fill attempts. The device remains implanted.

Manufacturer narrative:
The device remains implanted. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number, catalog number or exact implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."